Manufacturer narrative:
Patient information was unavailable from the site. A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the issue was due to the imaging system needing a tracker calibration. The behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon noticed that navigation appeared to be 2-3 mm into the bone when the instrument was sitting on the bone. The surgeon checked immediately after a spin on the same level as the spinous clamp. There was no impact to the patient¿s outcome neither was there a reported delay to the case. A representative tested the s7 system after the case using a sawbones demo model and spins from the image acquisition system (ias) and compared it to a newer model navigation system. The rep noticed a 1-2 mm difference in navigation accuracy between the two systems with a few different instruments. This was observed on both older model systems on site.